Event description:
On (B)(6) 2013, the physician was attempting to place a femoral central line in a (B)(6) male, but was unable to advance the guide wire. While trying to pull out the guide wire, there was resistance and then a snapping sound was heard. The physician cut a larger incision and was able to eventually get the guide wire out. Upon examination of the guide wire, it appeared that the outer coil had separated from the inner coil and was broken at the end. No part of the guide wire remained in the pt.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.